Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture and cyst via ultrasound and MRI. Device status unknown.

Event description:
Healthcare professional reported left side intracapsular rupture and cyst via ultrasound and MRI. The events reported are no longer reportable to the FDA as the device is not PMA approved.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, g.4, h.4